Manufacturer narrative:
(B)(4). The device was not returned. A manufacturing root cause could not be identified and a probable root cause for this event could not be determined. A review of the device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
It was reported that a nurse trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, an anterior and posterior cuff miss occurred. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.